Event description:
Patient was undergoing embolization procedure in the gastroduodenal artery using penumbra ruby coils. While the physician was deploying the coil he accidently bent the pusher wire. This caused both coils to prematurely detach in the renegade hiflo catheter. The physician successfully extracted the detached coils out of the catheter using a syringe. The procedure continued with other ruby coils and no complications.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00358. Hospital discarded of device.